Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air in the extracorporeal blood circuit. Facility staff attributed the air alarms to user error. The cycler alarmed appropriately. The user's guide includes adequate instructions for troubleshooting air alarms. Facility staff has provided additional review regarding patient connections and air removal procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.